Event description:
It was reported that there was a button error alarm. The blood glucose reading was not known. Prior to the event, the customer was in the pool and water may have splashed on the insulin pump. The customer was unable to clear the alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.